Manufacturer narrative:
Corrected data: product available to stryker. An event regarding crack/fracture involving a trident driver shaft was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the flex shaft broke in surgery. The event could not be confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Detachable flex shaft broke in surgery on (B)(6) 2017 at (B)(6) for a primary total hip (right side). No harm as another device was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Detachable flex shaft broke in surgery on (B)(6) at va wpb for a primary total hip (right side). No harm as another device was available.